Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ridges on her insulin pump were wearing out and the reservoir was having trouble staying in. No further details were available, and no products were returned or replaced.